Event description:
During surgery the clamp tip broke in the patient. The tip was found and retrieved with the help of x-ray. This extended the length of surgery. After surgery, it was noted that all of the clamp had not been retrieved. X-ray taken showed small tooth of clamp still in patient. The patient was offered surgery to remove the metal but the patient opted to leave the small piece of metal in.